Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button pull method was used during a gastrostomy procedure on (B)(6) 2021. During the procedure, when endovive one step was pulled out the tube separated. The procedure was completed with a new endovive one step button pull method. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.